Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/24/24 an ilet user's healthcare provider (hcp) reported to a beta bionics clinical diabetes specialist (cds) that the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/21/24. On (B)(6) 2024 the user had experienced elevated blood glucose (bg) levels, leading to overnight treatment at the ER from (B)(6)2024 into (B)(6)2024. The medical team, unfamiliar with the correct protocol, administered six false meal announcements between 5 pm and 3 am in an attempt to lower bg levels, which led to lows afterward. Following this, the user's mother reported high bg levels that persisted despite multiple insulin infusion set changes, using the same cartridge each time. The cartridge was noted to have multiple punctures, indicating potential leakage. After administering 11 units of insulin and finding the bg still elevated (540 mg/dl), the user was taken to the ER, where they received IV treatment and additional insulin. The user reported nausea and feeling faint but was discharged a few hours later once bg levels stabilized. A meeting was arranged for further training and a factory reset of the device.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Evidence of excessive meal announcements was found. A supply change operation was also logged prior to the reported event details. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by failure to maintain the device to ensure continuous delivery. The device ran out of insulin and the cartridge and infusion set were not changed until 4 hours later. Occlusion alarms were also noted after the site change and the user failed to follow the ketone action plan and replace the infusion set when experiencing prolonged hyperglycemia. The audio settings set to "off" also likely contributed to the severity of this event. A pattern of maladaptive behavior (using meal announcements to correct hyperglycemia) was also noted. The user's ilet was factory reset and they received re-training from their clinical diabetes specialist (cds).